Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after removal of the outer paper box containing screw(s), quantity involved unknown, the nurse placed the "double pouch" packed item in the sterile field (instead of opening the double pouch and placing the innermost bag in the sterile field). The hospital did not know if the "double pouch" packed item is sterile and thus the case was treated as an incidence and was reported to the hospital administration department. Patient is post-operatively on anti-biotic treatment. This report is for 11 of 12 screws. This is report 11 of 12 for (B)(4).

Manufacturer narrative:
This part is manufactured by synthes, (B)(4) and shipped to synthes monument for preparation, vendor sterilization, and distribution. The brandywine device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the preparation, vendor sterilization, or distribution of the product that would contribute to this complaint condition, which were sterility issues.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mnh, kwp. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.